Event description:
It was reported that the implantable cardiac monitor (icm) had an episode of false asystole consistent with loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The programmer save-to-disk (s2d) file shows undersensing with one episode for asystole of duration = 1 minute and 22.1 seconds on (B)(4) 2012.